Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and the date the event was reported johnson and johnson (jnj). August 14, 2023 - march 07, 2025, respectively. Section d6b, if explanted, give date: not applicable as the device was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) dislocated in the patient¿s left eye. The surgeon initially planned on explanting the iol. However, the doctor was able to reposition the iol in the patient's eye and did not explant or exchange the lens after all. There were no complications. No further information was provided.